Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the hand buttons on the device were not activating. The foot pedal was used to complete the procedure. There was no pt consequence.